Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that four or five years ago from the time of this report, cannula was bent in half and the insulin was going on surface of the skin. The patient experienced diabetes ketoacidosis and was admitted in the intensive care unit for five days. No further information available.